Event description:
We rec'd call from (B)(6), surgery tech, at (B)(6) hospital stating that a sprotte spinal needle had broken off in a pt's back over the weekend. Also spoke with (B)(6), a witness during the procedure. The event was reported as a break in the cannula during insertion for an attempted epidural. The pt was in labor at the time. The pt was described as "quite large", perhaps "(B)(6)." Physician performing procedure as dr (B)(6). A general surgeon was required to remove the needle; surgery was performed to remove the needle, thus this is a reportable event. We are investigating complaint reports to see if there is any pattern involving this MFR. The lot number involved is sold out so there is nothing to put on hold. The pt is reported to be doing okay, w/o further complications.